Manufacturer narrative:
Additional data: per device evaluated by manufacturer - evaluation of a representative sample of the related medial device is summarized. Additional narrative: consumer / end user planned to seek medical attention for this event. Aso / manufacturer reached out to consumer / end user on 2 occasions to request the return of remaining device product for investigation and testing; to date there has been no response.

Event description:
The consumer/end user reported that the device tore a cut in her skin and now she has a big hole in her skin that took off about ten layers of skin. The end user reported that she gently pulled the device product off and it is burning. Neosporin was used by the end user to treat the affected area.